Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. There was plastic inside the sheath. It was reported that there was plastic inside the sheath and the dilator would not advance into the sheath. They exchanged the sheath, and the issue was resolved, the case continued without any further incident. No patient consequences were reported. The resistance they were having with the sheath was when they were trying to put the dilator into the sheath. There was no physical damage on sheath/dilator due to resistance that the bwi company representative is aware of. They were unable to irrigate it due to not being able to insert the dilator. The sheath seemed narrowed and was partially blocked. The dilator was not able to be moved through the sheath and it was not stuck on the sheath. The bwi company representative is not sure if the plastic found is part of the sheath lumen, or foreign material inside sheath. The physician said it looked like there was some plastic occluding the sheath entrance and he couldn¿t tell what it was from. There was no physical damage on sheath/dilator, just a bit of extra plastic on the inside of the sheath. Obstructed sheath is not MDR-reportable. Foreign material on usable length of catheter is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-jun-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-jul-2022, the product investigation was completed. It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. There was plastic inside the sheath. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The plastic and the obstruction reported by the customer is related to the valve dislodgement. A device history record evaluation was performed for the finished device 00001895 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).